Event description:
It was reported that the device was explanted due to a system upgrade. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported since the device was removed from service.